Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69 (mg/dl). Reportedly, customer participated in a high level of exercise activity which is believed to have contributed to the low bg level. Customer consumed carbohydrates and bg levels stabilized.